Event description:
It was reported that during an internal service activity, the monopolar curved scissors (mcs) instrument had cutting issues. There were no reports of patient involvement or patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.